Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. Unable to reprogram sensor and performed accuracy testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Extended investigation has been performed on the returned sensor and no issues were observed on the sensor casing or the sensor plug. Upon visual inspection it was observed that due to improper de-casing the battery holder was detached with pcb (printed circuit board) pads and is completely ripped off. A current consumption test was performed by feeding power and it was observed that the current was rising slowly. The sensor data was unable to be extracted due to "no patch detected" error being observed. Broken antenna trace was observed on the pcba(printed circuit battery assembly). The resistance between the antenna traces were measured and that indicated that the open circuit was caused by improper de-casing and cutting the antenna trace. Adc is unable to test for the product return investigation. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.